Event description:
It was reported that the long peg on the blue wedge baseplate insterter break off in the patient's bone.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
See h6, h10, and h11 complaint has been evaluated and is similar to report number 1644408-2025-00588; 804-06-324, s303-broke/cracked/damaged, instrument failure if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.